Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, a gradually decrease in pacing impedance was noted on the right atrial (ra) lead. The pacing impedance of the ra lead remained within range. No intervention has been performed. The patient was in stable condition and will continue to be monitored.